Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate shocks due to oversensing on the ventricular channel. The device was explanted and replaced.

Event description:
New information received indicates that the patient was fine post-procedure.

Manufacturer narrative:
The reported field event of inappropriate shock due to noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.